Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the display screen blinks while on the menu setting. No patient involvement.